Event description:
A report was received that the patients ipg is implanted too deeply making it difficult to charge. The patient underwent a pocket revision where the physician made the pocket more shallow. The patient is doing well.